Manufacturer narrative:
(B)(4).

Event description:
When reviewing a patient use event, the user is questioning the device's notation of "shock button pressed" as noted in the log. The device was not in use at the time the notation appears. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Further investigation is not possible as customer is not returning the device or data card. (B)(4).